Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As informed to the field specialist by the hospital, approximately 2 years 6 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with greater than moderate paravalvular leak (pvl). A workup will be initiated to decide treatment plan.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records review. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), (h6 (health effect - impact code) and h10 (provide narrative/data). Additional information received via medical records indicated the patient had undergone a heart cath as part of a cardiac clearance in preparation of a lung transplant. A single vessel coronary artery disease (right coronary artery lesion) was revealed which needed a coronary artery bypass grafting (CABG). Paravalvular leak (pvl) was observed. The mean gradient was 15mmhg and the aortic valve area (ava) was 1.77cm2. A workup was discussed to decide whether the treatment should be a plug to treat the pvl, a valve in valve tavr, or an open CABG with aortic valve replacement (avr) during lung transplant. A transesophageal echocardiogram (tee) performed approximately 2 years 7 months post implant showed the valve with severe pvl. There were 2 large significant jets, and the mean gradient was 8mmhg. There are plans for intervention, however the exact plan was not stated in the medical records received.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was confirmed based on medical records provided. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported 'approximately 2 years 6 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with greater than moderate paravalvular leak (pvl).' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.